Event description:
Used clear care contact solution with 3% hydrogen peroxide. Used it to clean my contacts in a regular case, not the one provided. I have severe eye pain, redness, swelling and fearful as to when this will get better.